Manufacturer narrative:
The customer reported that lymphoma cells from one sample appeared in another sample that was run subsequently on the navios flow cytometer. It was discovered when the customer re-ran a batch of samples for an unrelated reason, and found that the sample that previously had lymphoma cells now was completely negative. The field application analyst confirmed the reported failure. It is suspected that the high concentration of cells caused the backflush to not work properly and that there was a clog that was released into the second patient sample tube, this caused cross-contamination of the sample. The application analyst stated that from the speed with which the events from the first sample run was acquired, the samples concentration was above specified concentrations per the instruments instruction for use manual (IFU). The user did not adequately dilute the sample. In addition, a clog may have remained in the sample line during the subsequent sample run. The erroneous results were caused by an improper sample preparation. (B)(4).

Event description:
The customer reported that lymphoma cells from one sample appeared in another sample that was run subsequently on the navios flow cytometer. It was discovered when the customer re-ran a batch of samples for an unrelated reason, and found that the sample that previously had lymphoma cells now was completely negative. The discrepancy was discovered before the test result was released to the physician. There was no change or effect to patient treatment in connection to the event.